Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that the broken pieces were retrieved and no broken pieces fell into the surgical site. It was further reported that there was no adverse consequences or delays as a result of this event; another bur was available to complete the procedure.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation; however the repair unit in (B)(4) assessed the bur and attachment. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows; part number: 5100120922, lot number: 11061.